Manufacturer narrative:
(B)(4). This is a report of use error, where a line was dropped. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient dropped a line during the initial drain of peritoneal dialysis therapy on the homechoice. The patient was connected to the setup at the time of the event. The technical services representative reviewed proper procedures with the patient and assisted in ending therapy. There was no patient injury or medical intervention reported. No additional information is available.